Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump¿s screen was fade, sent a new battery cap, however same issue persist as well as insulin pump had insulin pump error alarm during bolus and customer was able to clear the alarm. Customer's blood glucose value 6.4 mmol/l. Troubleshooting was performed. Customer was called back with blank display after receiving new battery cap. Customer stated that the display did not return. Customer stated that the display return time to time, display was completely disappear for up to 2 minutes and will came back, this happened after receiving a new battery cap. The device will return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments, partial display or faded display noted. Device was monitored for and no blank display anomalies noted. Power connector plug in and locked in place properly. No pump error 43 noted. The motor was tested outside of device and passed.